Manufacturer narrative:
Patient sex: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an implanted intraocular lens (iol) did not fit snugly into the eye and hence was required to be removed and replaced within the same procedure. The iol was replaced with a larger lens. The information provided indicated that the iol was ''defective'', but did not clarify what the defect was. It was stated that the incision was enlarged and no suture was used. There were no patient complications reported. The iol was discarded in the field and will not be returned to the manufacturer.